Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with an unspecified mentor gel breast implant and experienced postoperative left-sided hematoma and wound infection. The patient noticed bruise all around her left breast two days after the implantation surgery and experienced a fever a week after the surgery. In addition, the patient experienced hardening of her left breast and left breast pain. The patient had a consultation with her surgeon due to the symptoms and was prescribed with antibiotics and singulair. The patient had to take them for a while. The patient states that she is not satisfied with this outcome. At the time of this report, mentor has received no information regarding an expected explantation date.